Event description:
Device malfunction: device stuck. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported that a trained physician attempted arteriotomy closure using a starclose vessel closure system during an unspecified procedure. The device reportedly got stuck int he patient; however, it was removed with difficulty. Hemostasis was achieved using a femstop. There was no patient injury or adverse effects reported. No additional information available.